Manufacturer narrative:
H3, h6: the reported 4.5 footprint ultra pk suture anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the anchor showed the anchor, stay suture and suture threader remain attached to the inserter. Examination of the anchor confirmed the reported complaint of breakage. The fins from one side of the anchor have been broken off and were not returned for examination. The anchor is heavily burnished where the fins have broken off. An exact root cause cannot be determined with confidence for this incident; however, factors that could have contributed to the reported event include: incorrect site preparation. Pathological conditions of the bone that would prevent secure fixation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair, after inserting the footprint into the pre-awl hole, the surgeon tried to pull the suture and when testing the pull out the whole suture anchor was dislodged from the hole. The device was not able to reuse it as the fins were all broken. The pieces were removed from the patient and no additional bone hole was needed. There was no significant delay or patient injuries but it is unknown how the procedure was finished. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.